Event description:
The dealer stated the unit is alarming 2 green and 1 red, the dealer stated no alarm at start up. Order (B)(4) is for return and replacement items. Order (B)(4) is for items replaced under warranty. No patient information or usage details have been provided.